Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded liquid crystal display board and keypad trace. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed and was exposed to water. Troubleshooting was performed. No further information was provided.